Manufacturer narrative:
Investigation ongoing. Implants still implanted at this time.

Event description:
There is an infection in the area of the implants. Patient is being treated with antibiotics and plates might be removed.

Manufacturer narrative:
Devices met specifications and implants will remain in the patient. No internal root cause found for the infection.

Manufacturer narrative:
Investigation ongoing. Implants still implanted at this time.

Event description:
There is an infection in the area of the implants. Patient is being treated with antibiotics and plates might be removed.